Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the pump screen-on button was not responsive. When the pump was plugged in using a usb cable the pump screen was functional. The customer's blood glucose (bg) level was 318 mg/dl. The customer changed out the pump supplies and a bolus via was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
No device issue related to the reported occlusion was found during device testing.